Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an explant procedure. The physician was unsure if there was malfunction with the device.

Manufacturer narrative:
Additional information was received that the patient had been experiencing gastrointestinal issues along with nerve damage in her ear since being implanted with the scs system. No further information can be obtained with regard to this. Additional suspect medical device components involved in the event: model #: sc-2366-50, serial/lot #: (B)(4), description: linear 3-6 lead, 50cm; model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Sc-1132 (sn-(B)(4)): device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding charging issue was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. This attested that the device was capable of being charged fully under a proper charging method. Examining device profile data, the charging difficulty was evident with unknown reasons. The source of the "gastrointestinal issue along with the nerve damage in her ear" could not be determined. There was no loss of electric current into the surrounding tissue that might be a source of the issue. The ipg passed all the required tests and revealed no anomalies. Sc-2366-50 (sn (B)(4)): device evaluation indicated that the lead exhibited a cable fracture at the clik anchor site. It couldn't be determined when the lead damage occurred since there was no mention of high impedance in the complaint report, and it could've occurred during the explant procedure. Sc-2366-50 (sn (B)(4)), sc- 2218-70 (sn (B)(4)), sc-2218-50 (sn (B)(4)): device evaluation indicated that the leads passed the visual, electrical, and photographic imaging tests performed. The leads were in good condition.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an explant procedure. The physician was unsure if there was malfunction with the device.